Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant it was reported that the patient experienced a driveline infection and a urinary tract infection. The patient was treat with medication.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.